Event description:
It was reported to boston scientific corporation in late 2007 that a hydrothermablator procedure set was used during a endometrial ablation procedure performed the same day (female patient; age and weight are unknown). During set up, they noticed the inner procedure pouch was compromised. The sheath tubing pouch seal was peeled back. They used another of the same device to complete the case with no complications to the patient.

Manufacturer narrative:
The device was not returned for evaluation. No conclusions could be drawn regarding either the validity or possible root cause for this complaint